Event description:
When attempting to remove guidewire from the dobbhoff tube the green tip broke off; the wire was exposed. Attempted to pull wire out, but the wire curled inside tube. The wire was stuck in tube.